Manufacturer narrative:
The medical team in japan discarded the impella pump in 2022 at the time of explant. The jpvad registry team shared no further details that could lead to root cause of the presumed hemolysis or access site bleed. Should more information be shared, and a root cause determined, a final report will follow. The failure mode will be monitored and trended.

Event description:
The complainant in japan had an impella cp support that was ongoing til wean and explant in (B)(6) 2022. The support was successful for 8 days. Later in (B)(6) 2023 the jpvad registry noted hemolysis treated by haptoglobin infusion and an impella access site bleed treated by skin suture and blood products.